Manufacturer narrative:
New information: b5

Event description:
New information received on (B)(6)2020 indicates that upon a second interrogation of the pulse generator, all battery calculations were correct. Premature depletion of the device was no longer suspected.

Manufacturer narrative:
An event of was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During evaluation of the patient's pacemaker, it was noted that the device had reached the elective replacement indicator (eri). Premature depletion of the device was suspected. The patient was stable.